Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a post inhalation autozero test failure error appeared in the device. There was no patient harm.

Manufacturer narrative:
Review of the device diagnostic history indicated a post inhalation autozero test failure reference occurred during the power on self test. The reported issue was confirmed. The reported event occurred on (B)(6) 2017. Patient information was requested; customer refused to share this information. The manufacturer's field service engineer reported that all the cable connections to the sensor board were removed then reconnected. There were no parts replaced. The device successfully passed performance specification testing.